Event description:
It was reported that during the implant procedure, after three times repositioning, the helix was not able to be extended. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix exceeded specification the number of turns to extend and retract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.